Event description:
It was reported that the patient started having pain and swelling at the end of (B)(6) 2012. Patient is reporting that when he is sedentary, he just has swelling in his knee. If the patient is active (bike riding, exercising) he notices swelling and pain below his knee and it radiates above his knee. Patient wants to know if shapematch cutting guide was used on his knee. Patient had physical therapy.

Manufacturer narrative:
The following other hip devices were also listed in this report: x3 triathlon insert cr#8; cat# 5530-g-809 9mm; lot# lcf640. Triathlon asymmetric x3 patella; cat# 5551-g-381; lot# ymk1. Triathlon prim cem fxd bplt #8; cat# 5520-b-800; lot# s883c. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain and swelling involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation not performed as no items were returned. The devices remain implanted. Medical evaluation not performed as no information was provided for review. Device history review. All devices accepted into final stock met specification. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided to stryker for review. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient started having pain and swelling at the end of (B)(6) 2012. Patient is reporting that when he is sedentary, he just has swelling in his knee. If the patient is active (bike riding, exercising) he notices swelling and pain below his knee and it radiates above his knee. Patient wants to know if shapematch cutting guide was used on his knee. Patient had physical therapy.